Event description:
The end user reported that she wanted to make sure that she was ordering the correct number for one size up on the moldable skin barrier because it was really right up against the stoma. She mentioned that she was waiting for her surgeon to open up because it squeezed her new one so much and now, she had what first looked like bubbles at the sutures with a tube from the turtleneck feature of the wafer which resulted in a necrotic hard edge of her stoma in twenty-four hours. Furthermore, she mentioned that she had no contact with an ostomy or wound person. She reported that she cannot gave us the accurate stoma size at this time due to this issue affecting the size. The blockage it caused at the end made it appear smaller. She first thought the size was going down which was typical post-operative, but when she took the wafer off, it started forcing out its condensing and got blood flow as it was swollen. She described that the stoma last measured at "31.75 mm x 45.72 mm (millimetres)" when she put the bag on. It was circular until this issue. No photo is available at this time.

Manufacturer narrative:
D4: the part number / model number, lot number and product reference code or product sizing information for product unfortunately was unknown. The end user only stated that due to moldable wafer she had necrotic hard edge of her stoma . Although moldable product is entered, the end user was unable to provide the exact international commodity code (icc). Therefore, the nearest model number has been captured. The event is considered misuse. End user was using incorrect size product for the stoma. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.